Event description:
It was reported that an ilet pump was dropped, the screen cracked, and the touchscreen stopped responding, which prevented meal announcements and completion of a supply change; the device had been synced prior to failure and a replacement was provided. No reported symptoms or injury. Outcomes included temporary interruption of intended pump use without medical intervention or hospitalization. Investigation included review of the event details and replacement logistics. Investigation of this case revealed physical damage to the display and loss of touchscreen functionality consistent with accidental impact. It was concluded that the event was due to user-induced mechanical damage to the pump¿s screen, and the device is being returned for evaluation.